Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a piece of white plastic missing. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument was placed and driven on an in-house system. The instrument passed the recognition engagement, energy delivery and the electrical continuity test. Additionally, the fenestrated bipolar forceps instrument was found to have localized melting near the grip base. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additionally, the fenestrated bipolar forceps instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis.